Manufacturer narrative:
The device was returned for analysis. The reported difficulty removing the suture could not be confirmed as the suture was not returned for analysis. Entrapment could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of tissue damage (vascular injury) is listed in the electronic perclose proglide instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Attachment: user facility medwatch report number mw# 5100167b3: correction of date of event d9, h3: it was initially reported that the device would not be returned as it was retained at the facility. Subsequently, the device was returned.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. Reportedly, the access site was the left common femoral artery. After the cut down to cut the suture and remove the proglide device, another proglide device was used successfully to achieve hemostasis. No additional information was provided. Additionally, user facility medwatch report number mw# 5100167 was received : "event description: perclose device was in place in the lfa access, upon device removal the footplate, the footplate was not able to release the suture causing the need for vascular surgery involvement. Need for additional perclose placement, vascular surgery involved, complication for closure at lfa groin access. Required stent placement and repair of vessel."

Manufacturer narrative:
The device was reportedly retained by the facility. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in a common femoral artery was attempted with a proglide device using the pre-close technique prior to an abdominal aortic aneurysm (aaa) interventional procedure. Reportedly, the proglide device could not be removed after deployment as the suture of the proglide was caught in the foot of the device. Cut down surgery was performed to cut the suture in order to remove the proglide device from the patient anatomy. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.